Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the device had been explanted and replaced with another manufacturer's device. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with a programmer. It was reported that the device was successfully interrogated approximately three days ago and was observed to have reached elective replacement indicator (eri). Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this device remains implanted and in service.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.